Manufacturer narrative:
The insulin pump was received with blank display and a constant tone due to faulty lcd board. The watchdog timeout alarm could not be confirmed due to the blank display. The device also had a cracked case on display window corners, minor scratched lcd window and broken reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed watchdog timeout and the display went blank during rewind. The customer also reported that the device had a constant tone. Blood glucose value is unknown. During troubleshooting, the customer stated that the battery cap, compartment and spring were not damaged or corroded and the insulin pump was not dropped or exposed to moisture. He was advised to remove the battery for 10 minutes, clean the battery cap and insert a new battery; the display did not return. The customer was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.